Event description:
Caller reported a cracked and shattered touchscreen that rendered the pump's touchscreen unresponsive. There was no information provided regarding any impact on the customer¿s blood glucose level. Since the pump was out of warranty, the resolution involved sending the supplier's report, and the customer was advised to purchase a new pump.